Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and urethral atrophy. The aus was explanted and replaced. There were no additional patient complications reported.